Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons were under-responsive and that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no damage found to the keypad cover and all keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found with the button contacts. The complaint of a button response issue could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed a leak due to a battery compartment crack and a pump casing crack near the upper right corner of the display lens. The pump casing was removed and there was evidence of moisture and corrosion found throughout the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.